Event description:
Customer reported via phone call that the rubber on the up and down arrow buttons of the insulin pump is worn and the keypad metal can be seen. Customer also stated that the screen is worn out. Customer stated that the damage could have been caused by taking the insulin pump in and out of the case. Blood glucose value was 147 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened down button dome switch. Device received with minor scratched display window, cracked reservoir tube lip, scratched case, missing end cap sticker and torn keypad overlay.